Event description:
The customer reported that the unit failed to recognize the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit failed to recognize the battery. There was no report of pt involvement. The unit was evaluated at the philips repair bench and the failure was verified. Replacement of the battery pca resolved the failure. The unit passed all post-servicing testing and was shipped back to the customer site.